Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had blue screen due to software malfunction. The technical support specialist connected to station ed4 and followed the knowledge article "ka000011541: med application not launching automatically; station at blue screen" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding by displaying the blue screen there were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding by displaying the blue screen the customer stated that there was no delay in patient care since users were able to retrieve medication from other stations or ask from pharmacist. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had an application failure. A technical support specialist followed the knowledge article "ka000011541: medapplication not launching automatically; station at blue screen" to resolve the issue. The system functioned as intended after troubleshooting the device.